Event description:
It was reported that the caller reports not being able to adjust stimulation. Caller reports display showing "call your doctor" icon. Caller reports a por (power on reset) condition. She went over to help the patient turn stimulation on and was seeing this message on the programmer. The patient had been having pain at the surgery site since she had the device implanted. The patient couldn't sleep the night before reported event date. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0tgbb, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).